Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and did not find any instrument or maintenance related issues that could have caused the discordant high result on the patient. The customer has informed siemens headquarters support center (hsc) that they believe this was a sample handling error and the problem has been resolved. The cause of the discordant high result on the patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained a discordant high result on one patient sample for the hemoglobin a1c3 assay on an advia chemistry 2400 instrument. The patient sample was tested once on the advia 2400 instrument and the result was higher than expected. The result was reported to the physician and questioned. A new sample was obtained from the patient at a later date and the sample was tested in another lab on an alternate platform. The result was lower and fit the clinical picture of the patient. There were no reports of adverse health consequences due to the discordant high a1c3 result.